Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer experienced an elevated blood glucose (bg) level of 332 mg/dl. The customer delivered a bolus to stabilize impacted bg level. Reportedly, the customer will continue to use the pump for insulin therapy.